Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reports a shocking/pain sensation over ins site. Patient further stated that the shocking just stopped on its own and was not sure if it was from the stimulator or from the stitches. Patient stated that before this happened everything was running smooth and after that happened she was on the pot and going more and she went home and charged everything. No further complications were reported or anticipated.